Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Melted rotational knob and max button. The device was returned with the distal tip of the blade broken off and returned. During further visual examination it was noted that the handle, rotational knob and the max button were melted and/or discolored. The remaining blade portion was inspected and it was noted to have metal scratches produced from metal scrub. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure.

Event description:
It was reported that during an unknown procedure the device gets the message tighten the assembly, tighter it still no changes. Another device like device was used to complete the case. No patient consequences. One device will be returned.